Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to order a new belt clip, after breaking his, and reported his blood glucose was 400 mg/dl. He reportedly took a bolus shot to treat. It was advised the belt clip would be replaced.